Event description:
The customer reported to olympus that the visera 4k uhd camera control unit would display color bars without a picture when plugged in the camera. The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed that when the camera was plugged in, it did not provide a picture, only color bars. The device evaluation found a defective video socket connector. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomena 1 "when plug in the camera, does not give you a picture, remains on color bars" and phenomena 2 "defective video socket connector" are likely as a result that the color bar is displayed due to video connector failure. Olympus will continue to monitor field performance for this device.